Event description:
During placement of the j-tube (fluoroscopy) the j-tube completely separated from the main tube. A 3-j wire was introduced as a safety wire and the pig-tail portion of the fractured catheter was retrieved with a 35mm snare. The piece of the pigtail was successfully retrieved and the pt is doing fine. This device has not been received back for eval. Therefore, a failure analysis is not available and without evaluating the device, co is unable to determine if the device met specs. The co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.